Manufacturer narrative:
The contact lens involved in the event was not returned and no lot number was provided. The treating eye care provider considered that the event is caused by an unknown infectious agent, and attributes the event to the product. However, as no product was returned for evaluation and no lot number was provided, no further investigation is possible. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
The patient presented to an eye clinic complaining of discomfort in the right eye after wearing contact lens. The patient was diagnosed with a corneal ulcer in the right eye. The patient was admitted to a hospital, with a diagnosis of hypopyon and endophthalmitis, and acanthamoeba keratitis was suspected. The patient underwent surgery to irrigate the anterior chamber of the right eye with two separate antibiotics. The patient was further treated with a viscoelastic ophthalmic agent, multiple antibiotics, and a curative contact lens. The patient currently remains under treatment as an outpatient. The right eye contains a residual scar from the original corneal ulcer. The scar is located in the central 4 mm of the cornea, and extending outside that area. The treating eye care provider considered that the event is caused by an unknown infectious agent, and attributes the event to the product.